Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose proglide device referenced is filed under a separate manufacturer report number.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device with a 6fr sheath after an interventional procedure. Reportedly, an unspecified device failure occurred with the first proglide device. Another proglide was advanced and attempted to be deployed with the guide wire still in place. The feet were deployed and the device became stuck in the artery. After several attempts to pull out the proglide device, the footplate eventually closed and the proglide was removed. A hematoma occurred and was treated with a femostop. Another hematoma occurred. The femostop was adjusted to treat the hematoma and achieve hemostasis. There was a clinically significant delay in the procedure and therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.